Manufacturer narrative:
The technician replaced the mattress ticking using a revitalization kit to resolve the issue.

Event description:
Technician alleged that the mattress ticking was worn through in several places and had some minor fluid ingress. No pt impact.